Event description:
The customer reported being hospitalized due to high blood glucose of 577 mg/dl. The customer was experiencing high glucose for the past three days. It was stated that the events leading to her admission was urinary tract infection, kidney pain, lower back pain, fever, and vomiting. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The customer did not change the infusion set to resolve the issue. The programming on the insulin pump was correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.